Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided). Reportedly, the cause was related to customer's settings needing to be adjusted. Reportedly, the customer required assistance from partner to treat bg level. No additional information was provided.